Event description:
Philips received a complaint from customer reporting a check vent alarm occurred on the v60 ventilator. The alarm could not be silenced, and device could not be used normally. The device was in clinical use. The impact to patient is reported as inability to ventilate properly. No other clinical information or medical intervention details were provided. Investigation is ongoing

Manufacturer narrative:
H10: the customer reported the patient was hospitalized for acute exacerbation of chronic obstructive pulmonary disease respiratory failure and began to use non-invasive ventilator assisted breathing to correct respiratory failure. During use, the ventilator alarm showed message to check the ventilator. The user verified the respirator mask and circuit were well connected but was unable to clear the alarm. The ventilator function was abnormal. A philips authorized service provider (asp) contacted the customer for additional information and reported there was no actual harm to a patient as a result of this event. No medical intervention was required. The prescribed device settings and alarm codes were asked but not provided by the customer. The asp reported the patient vital signs remained stable, the device continued to provide airflow and did not shutdown. No part was replaced. The device log, related troubleshooting, and repair details were requested but not provided. The ventilator was reported to have passed all performance verification testing prior to return to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.